Event description:
A consumer reported that a family member, who lives in a nursing home and had a pre-existing condition of bronchitis, ingested approximately 6 efferdent tablets. On 4/4/00 pt was found foaming at the mouth with a distended chest. Pt had difficulty breathing and an irritated esophagus. Cardiopulmonary resuscitation was performed and the consumer was taken to the hosp. Pt was admitted with pneumonia and treated with intravenous antibiotics. As of 4/6/00, the consumer is still hospitalized but improving. Further info is awaited.